Event description:
It was reported that the pump motor had stalled. This was confirmed in the event logs with no recovery recorded. The motor stall was caused by an MRI (magnetic resonance imaging). No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.